Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited decreased r-wave amplitude measurements and decreased pacing impedance measurements, eventually resulting in low out of range pacing impedance measurements less than 200 ohms. Boston scientific technical services (ts) discussed troubleshooting options. The patient was seen in-clinic and noise was able to be produced with patient isometrics, however, was felt to be myopotential. Additionally, pacing impedance measurements were observed to be in the low 200 ohm range. An x-ray was performed and revealed no anomalies. The physician will continue monitoring. No adverse patient effects were reported.